Manufacturer narrative:
Conclusion: don't have needed part.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the foot left load cell was reading zero due to the malfunctioned foot left load cell.

Event description:
It was reported via repair work order that the scale was inaccurate due to malfunctioning scale cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the scale was inaccurate due to malfunctioning scale cpu board and foot left load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.